Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the patient experienced poor performance and pain with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under a general anaesthetic on (B)(6) 2022. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-00579. This report is submitted on 22 apr 2022.